Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op, the patient had an allergic reaction to the metal implants. The patient underwent a revision to remove the hardware.